Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter, the connector type is believed to be a taper ii. Additional info has been requested by allergan regarding the serial number or lap-band system type. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported by pt as a leak. "The band tubing was leaking, it had a pin hole in it. The doctor replaced the tubing only, not the port, and not the band." Follow up with the surgeon's office confirmed the pt's report.